Event description:
The customer reported the machine went off twice during a procedure and then didn't turn on. There is no report of death or serious injury associated with the event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The power cord was repaired during the service call. The system was tested and found to be working as intended and put back into service.